Manufacturer narrative:
A video presentation from a trade show was reviewed. While removing a hard cataract, capsule retractors were used to stabilize weak zonules. During surgery one of the capsule retractors slipped off of the capsule. After this occured a capsule tear was noticed and a vitrectomy was required. A three piece lens was used to complete the surgery. No device was returned for evaluation.

Event description:
During cataract surgery the surgeon experienced an anterior capsule tear resulting in a vitrectomy.